Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference article ¿khan, saleen, et al. "Successful apixaban treatment of tavr thrombosis after warfarin failure." Cardiology 140.4 (2018): 199-203.¿ per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis.  Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Multiple unsuccessful attempts to the author were made to gather additional information. The cause of the thrombosis is unknown; however, the mechanisms described above may have contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported through article "successful apixaban treatment of tavr thrombosis after warfarin failure", approximately 8 month post implantation of a 26 mm edwards sapien 3 valve, during hospitalization a tte was performed which found an abnormal bioprosthetic aortic valve with mild paravalvular leak, peak velocity of 4.64 m/s, peak gradient of 86 mm hg, and an effective orifice area of 0.7 cm2. A transesophageal echocardiogram revealed a well-seated tavr (26 mm edwards sapien 3 valve), thickened leaflets, and laminated clot in the left atrium. Heparin, followed by warfarin was administered to treat both leaflet and left atrial thromboses. One month later, the patient was readmitted with respiratory distress and was intubated. The patient¿s international normalized ratio (inr) was 2.3. A repeat tte showed thickened valve leaflets, a peak aortic jet velocity 5 m/s and mean transaortic gradient of 59 mm hg. The persistent leaflet thrombosis was treated with heparin targeted to a ptt of 70 seconds. A repeat tte 2 weeks later showed a decreased peak gradient of 37 mm hg. The patient was discharged on apixaban and a transesophageal echocardiogram 2 weeks into treatment showed a peak velocity of 2.9 m/s and mean gradient of 18 mm hg.